Event description:
The physician was implanting a 20mm helex septal occluder (item # he1520), to close a secundum asd, (atrial septal defect). The defect was balloon sized to be 10mm. The left atrial disc was deployed, but toe (transesophogeal echo), showed that the disc was in the right atrium. This left atrial disc was retracted back into the delivery sheath, but the mandrel was not securely locked. This resulted in a premature lock release of the device. At this same time, it was reported that the retrieval cord came loose and the device embolized to the triscuspid valve where it became entangled. The device could not be removed endovascularly, so surgical removal was performed. The pt is fine with no complications.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.